Event description:
Customer states: prior to use on a patient during pre-test, a doctor confirmed the air leakage from the cuff. No patient involvement.

Manufacturer narrative:
The sample is expected to be returned. If the sample is returned, a summary of the investigation results will be provided in a supplemental report.